Event description:
Information received with return of the explanted device notes that the patient was admitted to the hospital with chest pain. A monitor showed the patient was in brady- cardia. The device could not be interrogated and exhibited no output.